Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for any of the patients involved in this event. Two (2) reagent lot numbers were provided by the customer. It is unknown which lot number was in use at the time of the event. Reagent lot number 532848 has an expiration date of 11/30/2016 and reagent lot 534846 has an expiration date of 12/31/2016. (B)(6). Reagent lot 532848 has a manufacture date of 11/20/2015 and reagent lot 534846 has a manufacture date of 01/08/2016. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site to evaluate the instrument. There is no indication that the access hypersensitive tsh reagents were sent to the complaint handling unit (chu) for further investigation. No hardware errors, system flags or issues were other assays were noted. In conclusion, there was not enough information/evidence supplied to reasonably conclude a specific cause for the erroneously elevated access hypersensitive tsh results obtained by the customer.

Event description:
The customer reported obtaining erroneously elevated thyroid stimulating hormone (access hypersensitive tsh) results for an unknown number of patients on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). Results from reanalysis of the patients' samples were not provided. The customer stated that the elevated access hypersensitive tsh results were released from the laboratory and subsequently an unknown number of patients had a change to their treatment. The exact nature of the change in treatment in unknown. System performance indicators such as quality control (qc), calibrations and routine system checks were not supplied for review. There were no reports of hardware errors, system flags or issues with other assays. Sample information such as sample collection and sample processing (including centrifugation information) was not supplied. There were no reports of sample integrity issues in conjunction with this event.